Event description:
A customer reported that the screen on their glidescope core 15-inch monitor lost its color resolution and went black during intubation. No delay in procedure, use of a backup device, or harm to the patient was reported. Following the reported incident, the facility's biomedical engineering department was unable to duplicate the reported issue.

Manufacturer narrative:
The customer's glidescope core 15-inch monitor was returned to verathon for evaluation along with the glidescope core smart cable and glidescope spectrum single-use lopro s3 blade used during the reported procedure. A verathon technical service representative (tsr) evaluated the returned devices but was unable to confirm the reported image issue. When connected to verathon's test equipment, the system produced a normal image. The tsr tried wiggling the connections, detaching and reattaching test devices, swapping devices between the a and b ports, and power-cycling with test devices attached. No loss of image or unusual change in color was observed. Both the customer's smart cable and single-use blade were also tested and found to be working as intended. All returned system components passed verathon's device functionality testing and confirmed to be within specification. Upon completion of verathon's device evaluation, the single-use blade was scrapped and both the smart cable and monitor were returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.